Event description:
During a pulmonary vein isolation procedure, a farawave catheter was selected. During the procedure, the original device was used to complete the pulmonary vein isolation procedure. During this time the catheter was prepared, and the irrigation line was connected. The irrigation flowed as expected and the farawave was placed into the left atrium. All pulmonary veins were successfully ablated. The device was removed and the irrigation flow was stopped. The physician completed a post map. When the post map was completed, the physician decided the posterior wall of the left atrium needed to be ablated. The irrigation flow was turned back on, but the fluid did not drip out of the catheter. All of the fluid line and connections were check, all were working correctly. The fluid line was then removed, and syringe was connected to the farawave catheter, and the physician tried to inject fluid through the catheter. That was unsuccessful. Somehow the irrigation line was occluded. A new catheter of the same device was opened and the irrigation line flowed as expected. The procedure was completed successfully. No harm came to the patient at any point of the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.